Manufacturer narrative:
Based on the claim against the product by the customer noting repeated 25730 errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa confirmed and replicated the reported 25730/32114 faults with 31226/1126 error. The unit triggered 1126/31226/32114 faults pointing to the parallelogram assembly on start-up in normal mode. Fa swapped the new parallelogram fiber cable, and the error did not return. Fa re-installed back the original fiber cables and 1126/31226 error returned. As a fix to the reported problem, the parallelogram harness assembly will be replaced. The complaint regarding repeated 25730 errors was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a usm component issue. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to repeated faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) encountered recoverable errors during and after the case. The isi technical support engineer (tse) viewed the logs and confirmed 25730 errors and other errors pointing to the universal surgical manipulator (usm) 2. The procedure was completed as planned with no reported injury. On 28-feb-2023, the following additional information was obtained by the csr: a single recoverable fault occurred during the procedure. After the fault was recovered, the procedure was completed with all four system arms. After the procedure was completed and the patient side cart (psc) was backed away from the patient, the recoverable fault returned.